Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right atrial (ra) lead was not successfully implanted due to high out-of-range impedance measurements. A lead fracture was suspected. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead confirmed that the distal tip was bent at a 20 degree angle between the helix housing and electrode ring. The insulation was also damaged at this location. Resistance testing was then performed on the lead, verifying the electrical performance. Analysis refuted the allegation of lead fracture but did confirm that the lead tip was bent which may have appeared to the field as a fracture.